Event description:
Additional information received from the manufacturer's representative noted that they saw the patient on (B)(6) 2014. The patient's impedances checked out fine except for 0 and 2 electrode combination which was less than 50. No lead fractures were known. The patient's program was changed to -1 3+. The battery life showed 26-48 months. The patient was trying this program for a few weeks and will call the doctor's office if it is not working well.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was battery longevity concerns involving impedances. The implantable neurostimulator (ins) was implanted in (B)(6) 2014 an estimated longevity calculation was performed using program 3 (1.7 volts, bipolar electrode pair 0/2) and it was determined to last 74-87 months. On (B)(6) 2014, the longevity was calculated to be 1-6 months. It was further stated that on (B)(6) 2014 the longevity was determined to be 25-47 months. The manufacturer representative had not met with the patient yet to perform exhaustive impedance testing, but did believe that abnormal impedances were noted at the (B)(6) 2014 visit. It was noted that program cycling was used. The last known bipolar electrode pair used was 0/3. The manufacturer representative was to meet with the healthcare provider (hcp) the following day about the patient. The manufacturer representative was made aware of the issue the week prior to the report.

Event description:
It was later reported that the patient was reprogrammed on (B)(6)-2014 with bipolar electrode pair 1-, 3+ and impedances were normal. As of 04-aug-2014, the patient had increased stimulation to 2.4 amps. The lead had not been retested, as the patient was doing fine and did not need to be seen. The patient had an appointment in (B)(6) 2014. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0jvrl, implanted: (B)(6) 2014, product type: lead. (B)(4).